Event description:
The lead was explanted and returned. It subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.